Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for revision of the right ventricular (rv) lead due to perforation. The lead was capped and replaced on (B)(6) 2024. The patient was discharged.